Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading were 43 mg/dl, "low" and 384 mg/dl; and the meter bg readings were 340 mg/dl and 286 mg/dl. Reportedly, the customer did not recall any additional blood glucose values. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.